Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was reprocessed with the different procedure that instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned. However, ess demonstrated and educated the staff on the proper reprocessing steps, which is stated in the olympus reprocessing manual, beginning with bedside pre-cleaning through manual high-level disinfection. Multiple in-services were provided to staff. Ess advised the staff that they should not be using the same disposable cleaning brush for each scope, and they need to leak every scope after use. The staff must change the detergent after each wash and check the mec. Ess advised staff to place the scope in the proper drying cabinet or area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A (clean, disinfect, sterilize) cds in-service was being provided to staff on an olympus endoscopy system (oes) cystonephrofiberscope. Endoscopy support staff (ess) noted improper reprocessing steps being performed. It was observed that there were rusty scopes, a disposable brush being used multiple times on scopes, and the staff was using the same detergent, not changing the detergent between cases. There were other instruments sitting in the high-level disinfectant solution with the scopes. The scope was rusted on the biopsy channel and the venting cap. It was hard to put the leak tester on the venting cap due to the rust. The staff did not have a drying cabinet and the scopes sat on the counter in-between cases. There was no patient or procedural involvement with the event.